Event description:
It was observed that during the device evaluation, the ultrasonic surgical instrument tissue pad in the grasping section was worn away. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the past investigation results, it can be inferred that the grasping section was closed without grasping anything (this includes after tissue resection) while the output was activated in seal & cut mode causing worn out of the tissue pad. The reported events are inferred to have occurred through the following mechanism: 1. The insertion portion was deformed when the distal end of the probe grasped hard tissues such as bone or calcified tissue, or objects like metal clips, stapler needles, other surgical instruments, or forceps, and the handle was twisted. 2. The deformation of the insertion portion caused the non-insulated part of the grasping section to come into contact with the probe. 3. When output was performed under the condition of 2, contact marks were observed where the gripping section and the probe made contact. In addition, it became impossible to output. The event can be prevented by following the instructions for use which state: ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not grasp the tissue and activate the output while the handle is twisted. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe and/or grasping section (tissue pad). ¿ if any irregularity is observed, take proper remedial actions by referring to chapter 8, ¿troubleshooting¿ in the instruction manual for the ultrasonic generator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.